Event description:
It was reported that a patient underwent a transcatheter aortic valve replacement procedure where this valve was implanted. The valve was explanted later for an unspecified reason. Another transcatheter aortic valve replacement valve was then implanted in its place.

Manufacturer narrative:
Continuation of d10: product ID: evproplus-34us (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a transcatheter aortic valve replacement procedure where this valve was implanted. The valve was explanted later for an unspecified reason. Another transcatheter aortic valve replacement valve was then implanted in its place. Additional information was received which corrected that the valve was not explanted. Prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 mm balloon. The valve was loaded by an experienced loader and no misload was reported. During the implant into a patient with heavy annular and leaflet calcification, the valve did not fully expand. An infold was noted at 80% deployment. The valve was recaptured and withdrawn. The infold was confirmed on the back table. Subsequently, a new valve was used for the implant. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. Second paragraph added h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.